Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure. The doctor reported that he neither heard nor felt torque warning. The doctor elected to fill around the file to complete the procedure. There was no report of injury to the patient.